Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect(s) of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified, moderately tortuous right coronary artery. An unspecified xience xpedition 48 stent and a 2.5x48 xience xpedition stent were implanted. Afterwards, a distal dissection was noted at the 2.5x48mm xience xpedition, so a 2x12mm xience sierra stent was used to successfully cover the dissection and complete the procedure. There were no adverse patient sequelae and no clinically significant delay in the procedure. No additional information was provided.